Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two prostyle devices misfired, no suture was present when the plunger was removed. Ultrasound for femoral access presented a large amount of plaque. Upon removal of each device, it was noted that although the lever was fully closed, the footplate remained partially open. The sutures of two new prostyle devices were successfully pre-placed. The sheath size was upsized to 6.5f and the tavi procedure was completed after approximately one and a half hours. Hemostasis was achieved with the pre-placed prostyle sutures. Some manual compression was performed after closing with the prostyle sutures for tissue tract oozing and only as a precaution. There was no clinically significant delay in the procedure. While the patient was being prepared to be transferred to recovery, the patient¿s vitals declined drastically. CPR as well as other life-saving measures were performed. After working on the patient for half an hour, the patient past away. In the physician's opinion, the prostyle devices did not cause or contribute to the patient's death. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link separation. The reported difficulty to close the foot was not confirmed as the lever was opened, and the foot was fully deployed without any resistance. The foot deployment and retraction were verified via manually opening and closing the lever with no resistance noted. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a suture/link separation include, but are not limited to, interaction with patient anatomy or suture/link pulled until it breaks. Factors that may contribute to difficult to close include, but not limited to, tissue or suture caught in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.